Event description:
The manufacturer was contacted in reference to reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also found dust fail contamination and error code e063 (err_stuck_knob_key), and e053(err_comp_log_sem_timeout). The device was scrapped by the service center after the evaluation was completed.